Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2010, due to pain, dislocation, and shifting of the acetabular cup. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to infection and acetabular cup loosening. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6), 2007. Subsequently, it is alleged that patient underwent revision procedure on (B)(6), 2010, due to pain, dislocation, and shifting of the acetabular cup. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure information and patient blood test results, which were unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction.¿ number 14 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00811 & 1825034-2013-03467).